Event description:
Reportedly, during pt use, a "system error" message code appeared and the ventilator touch screen and membrane) became unresponsive. The unit couldn't be hut down. A couple minutes later, the ventilator began to cycle. The device was used on a pt when the event occurred. There was no medical intervention or pt injury reported.

Manufacturer narrative:
(B)(4).